Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. The patient was in his truck and lost consciousness around 8:30 am. His friend found him and called an ambulance. The paramedics arrived and took a blood glucose reading which was 41 mg/dl and the cgm was reading 81 mg/dl. The patient was treated by the paramedics with ¿a shot¿ meant to be an unspecified injected medication. The patient was taken to the hospital, after regaining consciousness he was discharged after 1 and a half hours. At the time of the report the patient recovered and was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.